Event description:
Medtronic received information that prior to use of a bio-console base instrument, it was reported that the instrument was noisy with a rapidly blinking charging light. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that when the charging light is blinking it indicates that the charging system is operational. The customer did not power the instrument on, so they did not notice either a warning or error message. There were no abnormal electrical events (I. E. Power outage, generator, etc). Medtronic received additional information that the ac indicator/battery light was not working.

Manufacturer narrative:
Device evaluation summary: the reported noisy with a rapidly blinking charging light was verified during field service. The service technician replaced the assy system controller module-006 but the system board was still making noises. The service technician noticed that the instrument could possibly need a new power supply and recommend it to be sent to the depot to continue repair. Upon receiving the instrument at the depot, the service technician noticed that the unit would not power-up on ac and was out of spe cifications on the pressure leak test. The issue was resolved by calibrating the flow and replacing the power supply and the mp module. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.